Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports she was unable to recharge her ipg. A replacement charging system (model 3722) was sent to the patient and did no resolve the issue. The patient has been without therapy since approximately (B)(6) 2016. The programmer displays an error message. Surgical intervention may be pending to address this issue.